Event description:
During an infusion, the syringe pump alarmed "motor rate." The silence alarm button was pressed to allow the infusion to continue. Minutes later, the pump alarmed "motor not running." The silence alarm button was pressed again. Not long after, the pump read "motor not running." The infusion was stopped and a new pump was obtained.